Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and was oversensing the atrial channel. Troubleshooting was performed and the lead was explanted and replaced. No patient complications have been reported as a result of this event.